Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. This device was returned for investigation. The device logs confirmed the reported failure mode given there were two controller error alarms (opm comm crc error ¿ event set # (B)(4)) triggered during the clinical procedure. The console was evaluated: this known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the transient loss of optical data was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a controller yellow alarm. When the alarm occurs, there is no problem with the operation of the pump, and the alarm disappears naturally. The same alarm appeared the next day and disappeared spontaneously. At that time, the pump position monitoring stop alarm is also activated. No particular action was taken, and the patient's hemodynamics were not affected.